Event description:
The following has been reported: "user reports: device cannot be charged. Partial error 51". Error 51 is defined in the technical manual as a defective speaker. Reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed. Indeed, error 51 triggered many times. The device was returned to our laboratory for analysis. Error 51 has not been triggered by tests on device. Only the log file sent confirmed the issue. The root cause of error 51 remains unknown however the charge issue is due to a defective component. An internal CAPA has been opened in order to reduce the occurrence of error 51. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.